Event description:
The caregiver (cg) contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, while the patient was not connected. The cg stated that the alarm came on the hcp when they turned the hcp on. The technical service representative (tsr) advised the cg that the home patient (hp) would need to use manual supplies for their manual exchange therapy tonight so the hp did not miss therapy. The cg understood. The tsr advised the cg to contact the peritoneal dialysis registered nurse (pdrn). The cg understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the alarm. The nurse was not aware of this event. She stated the patient's primary rn is on vacation. She stated the patient has not reported any other issues with therapy. She stated the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration removal was set too low. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.